Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had under delivery. The customer¿s blood glucose value was 200 mg/dl to 300 mg/dl. Customer¿s current blood glucose is 260 mg/dl. The customer felt tired as a result of high blood glucose. The customer treated with the insulin injection and insulin pump. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering because of high blood glucose value even after doing adjustment. The insulin pump passed displacement test. The customer observed occlusion during high pressure test. The insulin pump will not be returned for analysis.